Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the auxiliary water tube experienced insufficient reprocessing; the equipment is not cleaned after each procedure. There were no reports of patient harm.